Event description:
It was reported that the patient was brought in for testing of the left ventricular (lv) lead due to intermittent extracardiac stimulation. The patient had started noticing a twitching in their left side approximately one month prior when sitting reclined and leaning to their right. This occurred intermittently and not on a daily basis. There was one occasion where the patient felt a random pain in the area. The lv lead was tested in all configurations and the stimulation was not reproducible. The clinician wondered if the sudden onset of extracardiac stimulation might be related to the patient's recent weight loss. The lead was programmed to monitor status with fixed output to prevent any increase in lv output. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.